Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the implantable pulse generator (ipg) device was found with premature battery depletion upon removal from the box. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.